Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2017. Revision due to instability.

Manufacturer narrative:
The revision reported was likely the result of instability. However, this cannot be confirmed as the devices were not returned an no further information was provided.